Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and pneumonia ('pneumonia') in an adult female patient who had essure (batch no. 958708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, genital prolapse nos, urinary incontinence and pelvic pain. Concurrent conditions included cervical cancer since (B)(6) 2015. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015, metformin since (B)(6) 2015, sertraline hydrochloride (zoloft) since (B)(6) 2015, topiramate since (B)(6) 2016 and trazodone since 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), alopecia ("hormonal changes describe: hair loss"), hirsutism ("facial hair growth"), depression ("depression"), urinary tract disorder ("urinary problems"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), vitamin d deficiency ("vitamin d deficiency") and teeth brittle ("teeth brittle") and underwent tooth extraction ("extraction tooth"). In (B)(6) 2015, the patient experienced rash ("rashes") and blister ("skin blisters on feet and hand"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pneumonia (seriousness criterion medically significant), back pain ("lower back pain"), allergy to metals ("nickel allergy"), tooth fracture ("teeth breakage"), arthralgia ("hips pain / joint pain (fingers, elbows, knees)"), pain in extremity ("legs pain") and influenza ("flu"). The patient was treated with surgery (total robotic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, pneumonia, back pain, alopecia, hirsutism, vaginal haemorrhage, heavy menstrual bleeding, rash, allergy to metals, depression, urinary tract disorder, nausea, tooth disorder, weight increased, migraine, fatigue, female sexual dysfunction, vitamin d deficiency, blister, teeth brittle, tooth fracture, tooth extraction, arthralgia, pain in extremity and influenza outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, blister, depression, dysmenorrhoea, fatigue, female sexual dysfunction, heavy menstrual bleeding, hirsutism, influenza, migraine, nausea, pain in extremity, pneumonia, rash, teeth brittle, tooth disorder, tooth extraction, tooth fracture, urinary tract disorder, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: right: two coils, left: two coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Pathology test - on an unknown date: a. Uterus, cervix, bilateral tubes, and left ovary: cervix: negative for dysplasia. Endomyometrium: benign secretory endometrium. Negative for endometrial hyperplasia or malignancy. Bilateral fallopian tubes: no significant histopathologic abnormality. Left ovary: benign ovarian serous cystadenoma (2.5 cm). Benign corpus luteum cyst (2,8 cm). Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporter information, medical history, essure removal details, action taken with drug added. Date of insertion updated. Case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and pneumonia ('pneumonia'). In an adult female patient who had essure (batch no. 958708), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity, genital prolapse nos, urinary incontinence and pelvic pain. Concurrent conditions included: cervical cancer since (B)(6) 2015. Concomitant products included: levonorgestrel (mirena) since (B)(6) 2015, metformin since (B)(6) 2015, sertraline hydrochloride (zoloft) since (B)(6) 2015, topiramate since (B)(6) 2016 and trazodone since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), alopecia ("hormonal changes describe: hair loss"), hirsutism ("facial hair growth"), depression ("depression"), urinary tract disorder ("urinary problems"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), vitamin d deficiency ("vitamin d deficiency") and teeth brittle ("teeth brittle") and underwent tooth extraction ("extraction tooth"). On (B)(6) 2015, the patient experienced rash ("rashes") and blister ("skin blisters on feet and hand"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines/ headaches"). On an unknown date, the patient experienced pneumonia (seriousness criterion medically significant), back pain ("lower back pain"), allergy to metals ("nickel allergy"), tooth fracture ("teeth breakage"), arthralgia ("hips pain/joint pain (fingers, elbows, knees)"), pain in extremity ("legs pain") and influenza ("flu"). The patient was treated with surgery (total robotic hysterectomy, with left salpingo-oopherectomy and right salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, pneumonia, back pain, alopecia, hirsutism, vaginal haemorrhage, heavy menstrual bleeding, rash, allergy to metals, depression, urinary tract disorder, nausea, tooth disorder, weight increased, migraine, fatigue, female sexual dysfunction, vitamin d deficiency, blister, teeth brittle, tooth fracture, tooth extraction, arthralgia, pain in extremity and influenza outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, blister, depression, dysmenorrhoea, fatigue, female sexual dysfunction, heavy menstrual bleeding, hirsutism, influenza, migraine, nausea, pain in extremity, pneumonia, rash, teeth brittle, tooth disorder, tooth extraction, tooth fracture, urinary tract disorder, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: right: two coils, left: two coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 35.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2015, total bilateral occlusion.; pathology test: on an unknown date, a. Uterus, cervix, bilateral tubes, and left ovary. Cervix: negative for dysplasia. Endomyometrium: benign secretory endometrium, negative for endometrial hyperplasia or malignancy. Bilateral fallopian tubes: no significant histopathologic abnormality. Left ovary: benign ovarian serous cystadenoma (2.5 cm), benign corpus luteum cyst (2,8 cm). Lot number#: 958708, manufacturing date: 2012-03, expiration date: 2015-03. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.